Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. During troubleshoot with tandem technical support (cts) it was discovered customer was not properly completing the air flow extraction step. Cts educated customer on the users guide for removing excess air from the cartridge. Customer successfully changed the pump supplies and resumed insulin delivery after the system check.